Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that the arterial pressure value suddenly rose sharply to more than 300mmhg. The actual occurrence date is unknown. There were no patient complications reported. No further information was provided from the customer. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
Based on the results of the investigation it could be concluded that the nonconformance is related to an incorrect soldering method during the manufacturing process of the affected unit. At the time of incident the equipment was working as intended. Personnel had the required training to perform the task so the nonconformance could be attributed to human error. Nevertheless, personnel has been notified to reduce the chance of any further occurrence.

Manufacturer narrative:
We received one flothru dpt with stopcocks at both ends of dpt for examination. The reported event of pressure measurement issue was confirmed. The dpt did not zero or sense pressure on the pressure monitor. Electrical testing showed that input met specification, but the output impedance was out of specification. Continuity testing indicated that the #2 solder joint was not making contact with the outer pad. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations.